Manufacturer narrative:
Retainer = clear. Customer returned pump for alleged unexpected battery power loss (pump switched off twice recently) reported on (B)(6) 2021. The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. A review of the history files reveals that on 5/12/2021 there was one (1) low battery alert at 03:25, one (1) change battery fault (replace battery alert) at 04:46, one (1) off no power (replace battery now alarm) alarm at 5:17, and one (1) batt out limit (power loss) alarms at 08:00. The pump was monitored for six (6) days and no unexpected power/battery alerts, unexpected battery power loss, or blank displays noted during testing. The pump was cut open for visual inspection. No damage or moisture damage found on the electronic assembly (pcba 1 and pcba 2), motor and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, stained and faded serial number label, end cap address label faded, and pillowing keypad. Unexpected battery power loss, blank display, or turning off is not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a unexpected battery power loss. Customer was stated pump switched off very fast twice recently. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.